Manufacturer narrative:
Additional information was received on may 23, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/(B)(4), there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was revised due to acute infection of prosthesis, bursitis, metal debris.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 code p on an unknown side (exact date not reported). The patient was revised on (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # 0100181500, metasulâ® ldhâ®, head, 50, code p, taper 18/20, lot # 2301577. Item # 0100185146, metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, lot # 2315428. Item # 120039112, original m.e. Mã¼llerâ®, stem, pt-10, straight, lateral, cemented, 11.25, taper 12/14, lot # 2304510. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to acute infection, bursitis, metal debris. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, b7, e1, g3, g6, h2, h6, h11. Corrected data: b1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial left total hip arthroplasty was performed. Subsequently, approximately 10 years post implantation the patient underwent revision left total hip. During the revision pus was noted in the joint. Black discoloration of the cone and massive metal abrasion marks on the inside of the adapter sleeve are noted; the groove structures of the cone was largely worn. Large osteolysis of the acetabulum requiring cancellous bone graft due to thin dorsal bone border. The patient was streptococcus positive and started on unacid and vancomycin the head and shell were revised. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: h6 (health effect - impact code). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Initial left total hip arthroplasty. Subsequently, approximately 10 years post implantation the patient underwent revision left total hip. During the revision pus was noted in the joint. Black discoloration of the cone and massive metal abrasion marks on the inside of the adapter sleeve are noted, the groove structures of the cone was largely worn. Large osteolysis of the acetabulum requiring cancellous bone graft due to thin dorsal bone border. The patient was streptococcus positive and started on unacid and vancomycin the head and shell were revised. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.